Event description:
A product liability claim was raised. It was reported that the patient was implanted a cls sportono shell on unknown date. The patient was revised on (B)(6), 2014 due to breakage.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).